Manufacturer narrative:
Additional information section g5: the PMA/510(k) # code was not populated. The code is the following one:p130010_ p950029_p980049. Correction section h3 device evaluated by manufacturer? The device was returned but not yet received.

Event description:
Reportedly, the tests with psa were performed. Psa tests (ventricular and atrial) indicated lower sensing value / higher threshold value and a higher impedance value. After several repositioning attempts and repeated lower quality of the psa measurement, the physician decided to implant an another leads (ventricular and atrial).

Event description:
Reportedly, the tests with psa were performed. Psa tests (ventricular and atrial) indicated lower sensing value / higher threshold value and a higher impedance value. After several repositioning attempts and repeated lower quality of the psa measurement, the physician decided to implant an another leads.

Event description:
Reportedly, the tests with psa were performed. Psa tests (ventricular and atrial) indicated lower sensing value / higher threshold value and a higher impedance value. After several repositioning attempts and repeated lower quality of the psa measurement, the physician decided to implant an another leads (ventricular and atrial).